Event description:
A product liability claim was raised. It was reported that the patient was implanted a product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on unknown side; (exact date not reported). Currently the patient is being monitored due to unknown reasons.

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on (B)(6) 2016 since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. Zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to pain.